Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: sfw kit 9735736, stealth, s8 ent EU-sc , version: 1.2.0. A medtronic representative went to the site to perform a system check out and they found that the instrument was inaccurate in the spine model. The representative contacted service repair since the accuracy test showed inaccuracy, but all other instruments were accurate. The cause was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that an instrument was not being tracked accurately on the navigation system. The amount of inaccuracy and the direction were unknown. Later the manufacturer representative was able replicate the issue. The representative was able to verify the instrument just fine, and when they opened up the tracking view, the maximum geometry error was 0.15. All other instruments appeared to be tracking normally. Additionally, the representative tested the instruments on another navigation system, and there were no inaccuracy issues. The representative had also tried uninstalling and re-installing the software with no resolution. No patient harm was reported.

Manufacturer narrative:
H2) additional information: d11: product ID 9735736 updated to 9735740. H2) additional information: additional information was received that when replicating inaccuracy it was about three millimeters off. H3) software logs have been received by the manufacturer. However, analysis has not been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this event occurred during a spinal fusion procedure. There was a 5 minute delay and the instrument with the alleged inaccuracy was not used on the patient.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that the root cause was unable to be determined. It was suspected that there was a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.